Event description:
The clinic reported that a laser vision correction patient that had prk (photorefractive keratectomy) procedure presented with corneal haze in left eye 3 months post treatment. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision in left eye and can't see when he close his right eye. Bcva right eye pre-op 20/25, post-op 20/25. Bcva left eye pre-op 20/25, post-op 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.